Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged. This dislodged lead was identified on chest x-ray. The patient underwent a surgical intervention to reposition the lead that remains active implant at this point. No additional adverse patient effects were reported.